Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that the port cap of a rt225 infant bias flow breathing circuit was found missing before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt225 infant bias flow breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the photograph provided revealed that the port cap of the dryline was missing. However, it is unclear if the packaging of the rt225 infant bias flow breathing circuit was sealed at the time of this reported event. Conclusion: we are unable to determine the cause of the reported event. All rt225 infant bias flow breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specification at the time of production. Our user instructions that accompany the rt225 infant bias flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in china that the port cap of a rt225 infant bias flow breathing circuit was found missing before patient use. There was no patient involvement.